Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) number is k013227.

Event description:
Doctor reported the patient had bone loss from tsvwh11 implant placement in position #30. 6mm probing depth on the mesial and 9mm probing depth on the distal were indicated. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional or corrected information to report.